Event description:
The affiliate reported that it was noted that the part of the body / blade of the forceps touched the patient¿s lip and had a burn during the tonsillectomy. The customer is requesting to send back the product after investigation if the product has no problem.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.